Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. The patient reported a fluid leak on (B)(6) 2022; however, the patient did not present with a diagnosis of peritonitis for a week after the leak occurred nor did the patient associate the leak with the peritonitis diagnosis. Per the pdrn, the suspected cause of the peritonitis event is touch contamination, although that cannot be confirmed. The culture results of enterococcus faecalis supports the suspicion of touch contamination or intra-abdominal source of infection as this organism is found in the gastrointestinal tract and often colonizes in the genitourinary tract. Based on the available information and no reported device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. However, due to the reported cassette leak and subsequent diagnosis of peritonitis, the liberty cycler set cannot be ruled out as causing or contributing to the patient¿s adverse event due to not being able to confirm if the adverse event was due to the leak or touch contamination by the patient.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) reported the patient contacted the clinic to report having been diagnosed with peritonitis. The patient called technical support regarding a fluid leak (B)(6) 2022, it was reported that the patient did not receive a diagnosis for peritonitis until the week following the reported leak. Upon follow up the pdrn stated the patient was diagnosed with peritonitis (B)(6) 2022, no signs or symptoms were provided. The patient¿s culture results were positive for enterococcus faecalis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin; dose, frequency, and duration were not reported. The pdrn could not confirm the cause of the peritonitis; however, stated it was likely due to touch contamination based on the culture organism. The patient continued to complete pd therapy with no issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. The patient reported a fluid leak on (B)(6) 2022; however, the patient did not present with a diagnosis of peritonitis for a week after the leak occurred nor did the patient associate the leak with the peritonitis diagnosis. Per the pdrn, the suspected cause of the peritonitis event is touch contamination, although that cannot be confirmed. The culture results of enterococcus faecalis supports the suspicion of touch contamination or intra-abdominal source of infection as this organism is found in the gastrointestinal tract and often colonizes in the genitourinary tract. Based on the available information and no reported device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. However, due to the reported cassette leak and subsequent diagnosis of peritonitis, the liberty cycler set cannot be ruled out as causing or contributing to the patient¿s adverse event due to not being able to confirm if the adverse event was due to the leak or touch contamination by the patient.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) reported the patient contacted the clinic to report having been diagnosed with peritonitis. The patient called technical support regarding a fluid leak (B)(6) 2022, it was reported that the patient did not receive a diagnosis for peritonitis until the week following the reported leak. Upon follow up the pdrn stated the patient was diagnosed with peritonitis (B)(6) 2022, no signs or symptoms were provided. The patient¿s culture results were positive for enterococcus faecalis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin; dose, frequency, and duration were not reported. The pdrn could not confirm the cause of the peritonitis; however, stated it was likely due to touch contamination based on the culture organism. The patient continued to complete pd therapy with no issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) reported the patient contacted the clinic to report having been diagnosed with peritonitis. The patient called technical support regarding a fluid leak (B)(6) 2022, it was reported that the patient did not receive a diagnosis for peritonitis until the week following the reported leak. Upon follow up the pdrn stated the patient was diagnosed with peritonitis (B)(6) 2022, no signs or symptoms were provided. The patient¿s culture results were positive for enterococcus faecalis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin; dose, frequency, and duration were not reported. The pdrn could not confirm the cause of the peritonitis; however, stated it was likely due to touch contamination based on the culture organism. The patient continued to complete pd therapy with no issues